Event description:
Literature was reviewed regarding ¿iliac branch devices in the repair of ruptured aorto-iliac aneurysms: a multicenter study¿. The time frame of this study was over an eight year period. The aim of the study was to evaluate the outcomes of preserving the internal iliac artery (iia) with iliac branched devices (ibds) during acute endovascular repair of ruptured aortoiliac aneurysms. These patients were compared with a group of patients where medtronic stent grafts and non-mdt stent grafts were implanted. In this group the internal iliac artery was intentionally occluded. The following adverse events occurred: blood loss, myocardial infraction, renal failure, claudication, fistula, aneurysm expansion, respiratory failure, ischemia, multiple organ failure, intervention no further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿iliac branch devices in the repair of ruptured aorto-iliac aneurysms: a multicenter study´ karelis a, sonesson b, gallitto e, tsilimparis n, forsell c, leone n, silingardi r, mesnard t, sobocinski j, isernia g, resch t, gargiulo m, dias nv journal of endovascular therapy. 2024 oct;31(5):995-1004. Doi: 10.1177/15266028221149922 a.2 <(>&<)> a.3 average. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.